Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo set's line was melted. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted that the tubing had been sealed by the packaging machine. The reported condition was verified. The packaging machines have had sensors installed to detect tubing that is sticking out of the package to prevent this from occurring in the future. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.